Event description:
Physician reported capsular contracture, baker grade IV, nodules, benign calcification and millimeter fibroadenomas diagnosed via ultrasound. The device has been explanted and replaced with another manufacturer's device. The events of "nodules" and "benign calcification and millimeter fibroadenomas" have been deemed not device related. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. Lump/ nodule: unable to observe as it is not related to the device. Calcification: unable to observe as it is not related to the device. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, nodules, benign calcification and millimeter fibroadenomas.

Event description:
Physician reported capsular contracture, baker grade IV, nodules, benign calcification and millimeter fibroadenomas diagnosed via ultrasound. The device has been explanted and replaced with another manufacturer's device. This relates to the left side.

Event description:
Physician reported capsular contracture, baker grade IV, nodules, benign calcification and millimeter fibroadenomas diagnosed via ultrasound. The device has been explanted and replaced with another manufacturer's device. This relates to the left side.

Event description:
Physician reported capsular contracture, baker grade IV, nodules, benign calcification and millimeter fibroadenomas diagnosed via ultrasound. The device has been explanted and replaced with another manufacturer's device. This relates to the left side.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observed as it is a medical event that is not related to the device. Lump/ nodule: unable to observed as it is a medical event that is not related to the device. Calcification: unable to observed as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.